Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the ilet displayed repeated ¿unable to proceed¿ messages, persisted after a restart, and the user performed a factory reset; at setup the message reoccurred during the insulin cartridge step, but a dry run completed successfully and a subsequent full supply change with supplies from a different box resulted in visible drops without alerts, consistent with an occlusion associated with the infusion set and connector/coupler. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed obstruction of insulin flow and a deformation problem implicating the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.